Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the subclavian or jugular of patient in the cvor. The physician had difficulty when he dilated the skin over the wire with the dilator in the kit. The dilator "kinked up/accordioned" at the skin level or just below the skin and did not completely dilate the tissue. At which time, he opened a new tray for a new dilator and dilated a second time. There were no delays in treatment and no patient death or complications were reported. It was noted they are created a skin nick during insertion.